Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that station report an issue with all drawers, the cubie, and the tower. A field service engineer discovered that the customer had connected a second network cable to a reserved network port located at the rear of the medstation. This action resulted in a failure of all drawers and the tower. Upon disconnecting the second network cable, all drawers were subsequently detected and successfully restored in the recovery storage spaces. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system device not detected on bus. A customer indicated that there was a delay in the dispensing of medication caused by a malfunction of the drawer. There were no adverse events or injuries reported based on this event.